Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6) study. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a bsc sphincterotome was used during a procedure performed on (B)(6) 2019 as part of the (B)(6) clinical study. On (B)(6) 2019 the patient underwent the procedure for an indication of biliary fistula using an exalt duodenoscope. The procedure included biliary stone extraction (<10 mm), biliary leak treatment, treatment of extrahepatic benign and malignant strictures, and prophylactic stent placement. According to the complainant, on (B)(6) 2019 the patient developed mild post ercp pancreatitis. The patient's hospitalization was prolonged due to this event, and the patient was administered IV fluids and pain control medication. No further information was available regarding the exact types of medication given to treat the patient. The physician assessed that the relationship between the event and the sphincterotome was possible. On (B)(6) 2019 the event was reported to have resolved.